Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose level was 121mg/dl. The customer reported an infusion set change was performed to address the occlusion alarms; no issues were observed on the infusion set. The customer acknowledged the occlusion alarm could have been due to an abrupt temperature change to the pump as the customer did not believe it was the infusion set that caused the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.